Event description:
It was reported that a woman with a history of myelomeningocele who had symptoms of tethered cord syndrome and presented to a regional hospital. At that hospital she underwent a cord untethering procedure. The spinal dura was closed with durepair, a dural substitute derived from fetal bovine skin. Her post operative course was complicated by a cerebrospinal fluid leak that was surgically repaired. Following this, she developed erythroderma, intermittent fevers, eosinophilia, and marked elevation in serum immunoglobulin e. She was then transferred to the author's institution. A skin antigen test to beef was administered, which revealed a positive reaction. A radioallergosorbent test to beef also yielded positive results. She was taken to the operating room for removal of the bovine graft due to concern for an allergic reaction to the graft. The graft material showed evidence of eosinophilic infiltration. Her clinical symptoms and laboratory values all improved after surgery.

Manufacturer narrative:
The product was not available for return. Therefore an evaluation of the device was not possible. A review of the manufacturing records was not possible as no lot number was provided. The patient had post-operative problems which were attributed to an allergic reaction to bovine products. Durepair should not be used for patients with a known history of hypersensitivity to collagen products as stated in the durepair instructions for use. Leakage is a known complication of dural substitutes.